Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose level. The customer¿s blood glucose level was 49 mg/dl and other relevant blood glucose level was 89 mg/dl. Customer was treated with food. Customer using insulin pump within 48 hours of reported event. Customer was advised to monitor the insulin pump. Customer performed self test and it was passed. The insulin pump will not be returned for analysis.